Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance and an allegation there was something loose inside. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced due to physical damage. The device had damage consistent with being dropped.